Event description:
Revision surgery - the pt was doing well five years post-op until she fell and injured her rotator cuff. It was determined she would be better served with a reverse shoulder prosthesis and was revised to one as planned by the surgeon.